Event description:
A product issue was reported on the linear accelerator's collimator assembly. The collimator moved uncommanded during treatment set up, due to a collimator drive (cd) assembly malfunction. As identified in the complaint, a damaged pin was discovered on the collimator gear drive. At this time, the root cause of the pin malfunction has not been determined. There was no reported injury or mistreatment. Upon initial review of this incident, it was determined that serious injury was unlikely if malfunction were to recur during non operative treatments. This decision was based on the fact that system interlocks will trigger and terminate radiation if uncommanded movement should occur during treatment or during gantry rotation. In the case of collimator movement during gantry movement, a motion stop interlock will trigger, but the collimator could mechanically continue to move. The collimator in this case should not come in contact with the pt. A full rotation of the collimator is not possible due to mechanical stops. However, upon further evaluation by our clinical experts, it has been concluded that if malfunction were to recur, it is likely to result in physical injury, if the event were to occur during intraoperative radiation treatment cases where the pt has the beveled cone inserted deep inside his/her body.

Manufacturer narrative:
Na